Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-18. Investigation summary: bd received 3 used samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub leakage with the incident lot was observed. If a tube is placed on the device before vein access, and therefore before the flashback signal, the vacuum pressure from the tube creates a high vacuum pressure in the air chamber that surrounds the porous plug. When the vein is accessed after the tube placement, the high vacuum pressure in the air chamber pulls a large amount of blood into the front hub during tube draw. It is important to utilize the flash chamber signal to ensure vein access has been achieved before a tube is inserted into the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood splatter/leakage or other sample leakage from the device. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: signal chamber should fill up (with blood) to the fill line. Blood spraying experienced from the needle end of the device when activating the needles safety device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood splatter/leakage or other sample leakage from the device. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: signal chamber should fill up (with blood) to the fill line. Blood spraying experienced from the needle end of the device when activating the needles safety device.